Manufacturer narrative:
(B)(4). Evaluation summary: the product analysis lab (pal) evaluated the device and found a volume of fluid that meets increased intraperitoneal volume (iipv) criteria. The cause of the iipv found in the logs was undetermined due to additional therapies performed with the device overwriting event log data from the date of the iipv incident. A service history review revealed no previous service events were related to the iipv. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation, or if any additional information is received.

Event description:
During evaluation of a returned homechoice machine, an increased intra-peritoneal volume (iipv) event was identified which occurred on (B)(6) 2010 during drain cycle 12. The patient's ultrafiltration reading was 167ml, indicating the home patient (hp) drained 167ml more than their programmed fill volume of 350ml. This information meets iipv criteria. Product surveillance contacted the clinic secretary on (B)(4) 2011 and left a detailed message regarding the iipv found during evaluation. The secretary will forward the message to the nurse. The nurse will be advised to call baxter should she have any questions regarding the iipv. No patient injury or medical intervention was reported. No further information is available.